Manufacturer narrative:
B3 is unknown. One device was returned for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Error log review found multiple high alarm displayed: cassette not attached properly. Visual inspection found scratched lcd lens, bubbled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. The customer reported problem was not duplicated. When a 50ml cassette is attached the device recognizes it and primes with no issues. A functional test was performed, and the device passed all tests with no issues either. However, due to the alarms found in the event log, the downstream sensor was replaced as a preventative maintenance. Also preventatively replaced uso seal, optic switch, lcd lens, keypad, overlay and rear label. The pump passed all functional tests after the replacements and performed as intended.

Event description:
It was reported that the cassette would not attach to the pump. There was no delay in therapy and no physical damage reported to the pump. There was no patient involvement, and no harm/adverse event was reported.